Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding an implantable neurostimulator (ins) for movement disorders. It was reported that the caller stated that the patient reported their device turned off by itself. The patient programmer was in icon mode and showed the lightning bolt. The caller was not with the patient and communicating via facetime with the person who was with the patient. The programmer was placed back into normal mode and therapy was turned off. The caller had the person with the patient read the device with an 8840 and they received a message that indicated ¿application has been stopped because of an error 2887.¿ they exited and attempted to read the ins again as they wanted to look at the calendar to see if the therapy was actually off. The calendar was wiped out so the interrogation with the error must have actually read the battery. Therapy was on for the patient and everything was resolved. Technical services consulted with repair and stated the error code was related to the application and not the 8840 or the device. The caller would call back if they saw it again. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the cause of the device turning off was not related to the error message. There were no further complications reported.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative (rep) reported they were going to see the patient on (B)(6) and were going to capture the manufacturer file and another rep. Was going to get log files from the physicians¿ tablet. No further complications were anticipated.